Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex biliary fully covered rmv stent was implanted on (B)(6) 2015 as part of the (B)(6) clinical trial. The patient was enrolled into group d: other indications for undetermined ampullary stenosis on (B)(6) 2015. The study stent was intended to stay implanted for more than 3 months. On (B)(6) 2015, baseline biliary symptoms was taken which reported right upper quadrant pain and fever/chills. On (B)(6) 2015, liver function tests were performed. The patient underwent an abdominal ultrasound and an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure in an outpatient setting. A prior biliary sphincterotomy was performed and prophylactic nsaids were administered. In addition, the patient underwent biliary stone extraction, other than by extracorporeal shock wave lithotripsy (eswl), and brushing. The study stent was implanted successfully on (B)(6) 2015. On (B)(6) 2016, an assessment of biliary obstructive symptoms reported right upper quadrant pain, fever/chills and nausea/vomiting. On (B)(6) 2016, the patient experienced mild cholangitis. On (B)(6) 2016, the patient underwent a biliary reintervention and the stent was noted to have occluded with granulation tissue. The stent was attempted to be removed; however, due to the granulation tissues present, the stent was unable to be removed. Another wallflex biliary fully covered rmv stent was placed within the first stent due to lack of stricture resolution. The patient was hospitalized on (B)(6) 2016 and was discharged on (B)(6) 2016 with the event considered resolved. The second study stent was removed endoscopically on march 23, 2017 during a per-protocol, planned stent removal.